Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the interconnect flex was creased. Analysis also found the lower case was broken and contaminated. Upper case and ring cover were broken. Battery drawer, bail covers, and battery drawer o-ring were contaminated. (B)(4).